Event description:
Received call from territory manager reporting a hospitalization due to diabetic ketoacidosis. The customer had a bent cannula. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.